Event description:
It was noted that this was a dysfunctional cuff catheter with poor blood flow through the venous part. The catheter was removed and when it came out it was noted that the tip section from the arterial outflow side to the tip of the venous outflow side was missing. The tip was found to be at the level of the right inferior pulmonary artery. It was retrieved under fluoroscopy.